Manufacturer narrative:
Date estimated. Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a gastrointestinal bleed during (B)(6) 2019. Capsule endoscopy was reported to be unremarkable. Acetylsalicylic acid dose of 325mg was stopped while the patient was in-patient then restarted as an out-patient in march at 81mg daily. Additional information was requested but none was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient presented to the hospital with black, tarry stools and dizziness for one week as well as a syncopal episode. Upon admission the patient's hemoglobin was 6.7 mg/dl. The patient was transfused with two units of packed red blood cells and placed on an intravenous proton pump inhibitor. Coumadin was held. A capsule study was done on (B)(6) 2020 and was remarkable for a few small red lesions and several large venous lakes although none of those were considered a source of gastrointestinal bleeding. Heaprin was started when the patient's international normalized ratio reached appropriate levels.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.